Event description:
The customer received a blood glucose reading in the 70's mg/dl. She re-tested using a different meter and the reading was 180mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.